Manufacturer narrative:
The reference samples were visually inspected and tested for flow, ventilation to the pcap and leak. All test results were within specifications. The batch record 5176027 was verified and found it within specifications. The claimed failure cannot be confirmed. An investigation has been performed based on the customer complaint description and the reference samples from the same lot number. According to unomedical's traceability records, no relevant deviations were found. If new information becomes available, the complaint will be re-opened and appropriate actions will be taken.

Event description:
Unomedical reference number: (B)(4). A diabetic male patient on pump therapy reported he was hospitalized as a result of high blood glucose. The patient experienced being in a coma for two days. Blood glucose at time of incident is unknown. The patient was wearing pump at time of hospitalization. Therapy at hospitalization is unknown. Date of incident is unknown. No further information available.